Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. This is the second call regarding power system error within four hours of the previous occurrence. The error occurred curing normal use. The insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error (B)(4) found at the long trace history file. Pump error (B)(4) were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Unable to perform displacement test due to missing retainer. Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case on the battery tube, cracked battery tube threads, faded serial number label, missing retainer, scratched case and missing reservoir tube o-ring.